Manufacturer narrative:
Additional information was received that the patient was almost killed from infection and patient was using boston scientific device. No further information could be obtained.

Event description:
A report was received that the patient's ipg was broken, burned, and got infected.

Manufacturer narrative:
Additional information was received that puss was coming out of the patient. The patient underwent an explant procedure and was admitted to the hospital due to infection.

Event description:
A report was received that the patient's ipg was broken, burned, and got infected.

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient's ipg was broken, burned, and got infected.